Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping 15 times every 6 hours. Upon device check by clinic, there were no alerts. Engineering analysis of device data found that there was an alert for the right atrial (ra) lead pacing impedance measurement being 182 ohms, which was out-of-range. The ra lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD system remains in service.